Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer was unable to be updated with software and it was additionally noted that the provided stylus was not able to make selections on the touch screen and the stylus was updated and calibrated to resolve. The hard drive was reconfigured and the software was reloaded and updated. The programmer then passed all final functional and systems tests.

Event description:
It was reported that while attempting a software update the programmer generated a system error. "Programmer update box" "the programmer is being updated, please wait." It was indicated that it was a software distribution network update for a newer device software. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.